Event description:
Caller reported a false negative troponin (tni) result using the triage profiler sob 25 test kit. Pt was originally seen at the bardmoor emergency center an affiliate of morton plant hosp on (B)(6) 2010. Based on a triage tni result of 0.33, the pt was transported to morton plant hosp. Preliminary diagnosis is pulmonary embolism. Tni reference range for both triage and centaur is <0.07.

Manufacturer narrative:
Investigation pending.